Event description:
It was reported that the versajet handpiece primed properly, but did not work. Water did not come out. This was found during set up. A small delay was reported. Procedure was finished with same hand piece. No patient harm reported.

Manufacturer narrative:
The device that was intended for use in treatment was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection was performed and showed no damage. Functional inspection was performed and showed the unit would not prime. The piston assembly was in the lower position. The feed line was unhooked at the pump cartridge which allowed water to flow directly to the feed line fitting at the pump cartridge. The unit did not prime. The pump cartridge was disassembled. The valve ball was lodged in the feed line fitting chamber. The root cause is determined to be a component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found no other related failures. Smith and nephew will continue to monitor for any adverse trends relating to this product. No further investigation is required.